Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a signal loss on both her phone and omnipod, therefore the insulin pump was not providing insulin automatically. Approximately on (B)(6) 2025, the bg was showing 200 mg/dl and the patient was experiencing leg pain due to diabetic neuropathy. It was unspecified how long was the signal loss issue showing before the symptoms appeared. A family member took the patient to the emergency room (ER). There they took a bg reading but there was no value documented, the cgm was still showing signal loss. They administered IV fluid at the ER. They replaced the sensor while at the hospital, but still getting the signal loss message. The patient was discharged on (B)(6) 2025 around 03:00 pm. A manual bg was taken but he can't recall the value and signal loss was still showing on both omnipod and dexcom app. At the time of the event the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a signal loss on both her phone and omnipod, therefore the insulin pump was not providing insulin automatically. Approximately on (B)(6) 2025, the bg was showing 200 mg/dl and the patient was experiencing leg pain due to diabetic neuropathy. It was unspecified how long was the signal loss issue showing before the symptoms appeared. A family member took the patient to the emergency room (ER). There they took a bg reading but there was no value documented, the cgm was still showing signal loss. They administered IV fluid at the ER. They replaced the sensor while at the hospital, but still getting the signal loss message. The patient was discharged on (B)(6) 2025, around 03:00 pm. A manual bg was taken but he can't recall the value and signal loss was still showing on both omnipod and dexcom app. At the time of the event the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that the estimated glucose values were high (over 400 mg/dl) for four hours, but the app did not deliver high alerts as high alerts were disabled. In addition, after egvs were high for four hours, signal loss under one hour was observed. No additional event or patient information is available.